Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5043447) in united states on 10-aug-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent birth control. Consumer reported that essure was very painful going in and, approximately a month into it; she started bleeding and was in pain constantly. She went back for the follow up test in 2013 and continued to bleed. Consumer also reported pain of checking placement and states that death would have been a better choice. She saw her doctor and explained the problems she was having with the product, according to her, bleeding was a concern because she was becoming weak; physician advised the only option to correct the problems at hand were to have a hysterectomy. On (B)(6) 2013, she had her hysterectomy to fix the problem. As concomitant medication, consumer used nitrofuroton hctz. In addition, the seriousness criterion "other serious (important medical events)" was reported. However, it was not specified for which event. Follow-up received on 20-aug-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and a month later she started bleeding. She underwent a hysterectomy to treat this bleeding. This event, interpreted as genital bleeding, is listed according to the reference safety information for essure. In this particular case, approximately a month after insertion she started bleeding. She was concerned with bleeding because she was becoming weak. A hysterectomy was performed to treat it. Considering the compatible temporal relationship, the lack of alternative explanation and also considering the fact that essure use may cause abnormal genital bleeding, this bleeding is assessed as related to essure. This case was regarded as incident since a device removal was required. Based on the available information, there is no reason to suspect a quality deficit of the product. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 09-sep-2015 from consumer: demographic information was provided. As previous gynecological procedure she stated that mirena had to be removed. In (B)(6) 2013, essure was inserted (discrepant information). She was not at post partum state. Abstinence was reported as back up contraception. Since then she was experiencing excessive bleeding and pain. In (B)(6) 2013, hysterosalpingogram (hsg) was performed and she stated "closed" as result. In (B)(6) 2013, hysterectomy was performed and essure was removed. She had relieved from bleeding and pain (recovered). She related events to essure. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and a month later she started bleeding. She underwent a hysterectomy to treat this bleeding and essure was removed. This event, interpreted as genital bleeding, is listed according to the reference safety information for essure. In this particular case, approximately a month after insertion she started bleeding. She was concerned with bleeding because she was becoming weak. A hysterectomy was performed to treat it. Considering the compatible temporal relationship, the lack of alternative explanation and also considering the fact that essure use may cause abnormal genital bleeding, this bleeding is assessed as related to essure. This case was regarded as incident since a device removal was required. Based on the available information, there is no reason to suspect a quality deficit of the product. Further information has been requested.

Manufacturer narrative:
Follow-up received on 07-dec-2015: essure health care provider general questionnaire was received from physician. A (b)64) female patient who had as previous gynecological problem a menorrhagia, had essure inserted on (B)(6) 2013 (discrepant information). Patient was not postpartum at the time of insertion. Analgesia with toradol, valium and lortab along with paracervical blockage with carbocaine was done during procedure. The visualization of the tubal ostium, as well as the insertion, was easy. There was no fluid loss more than 1500cc during hysteroscopy and the procedure did not take more than 20 minutes. On (B)(6) 2013, hysterosalpingogram (hsg) was performed and showed successful coil location and bilateral occlusion. As back-up contraception after essure insertion and before total occlusion confirmation patient used (unreadable) oral contraceptives. No perforation occurred. Physician stated she had a hyst (interpreted as hysterectomy) for menorrhagia. On (B)(6) 2013, uterine pathology result showed slight chronic inflammation of uterus, tubes wnl (interpreted as within normal limits). Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and a month later she started having bleeding, menorrhagia. She underwent a hysterectomy and essure was removed. This event, interpreted as menorrhagia, is listed in the reference safety information for essure. In this particular case, approximately a month after insertion she started bleeding. She was concerned with the bleeding because she was becoming weak. A hysterectomy was performed to treat it. Although the consumer had a previous history of menorrhagia, a contributory role of essure in the aggravation of bleeding, menorrhagia cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information, there is no reason to suspect a quality deficit of the product.